Manufacturer narrative:
The explanted devices were not returned to the manufacturer for further investigation. Manufacturing records were reviewed and determined that all products associated with this event were manufactured, sterilised and packaged to the correct specifications at the time of manufacture. No deviation from the process or non conformity of product was observed on the manufacturing and sterilisation records of the products involved that would have caused the reported adverse event. There was no evidence to suggest that the product malfunction has caused the dislocation experienced by the patient. Based from the information provided, it is likely that the dislocation occurred due to patient-related conditions.

Event description:
Patient was revised for paragon stem on (B)(6) 2020 due to dislocation. Patient dislocated multiple times both anteriorly and posteriorly. The patient has multiple non functioning soft tissue surrounding the hip. The cup remained in situ and the stem and femoral head were removed, no devices replaced the stem.